Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code, h6 investigation findings and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 5th september, 2024 getinge became aware of an issue with one of surgical lights - volista. It was stated cover fell. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista. It was stated cover fell. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee on indicated the cover did not fell. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no cover detached from device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 cause not established//4315. Initial information provided was pointing that the cover came off from device. Detachment of cover from device based on risk, is considered as a potentially reportable incident, therefore an incident was reported. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as cover fell and nothing fall down. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
Getinge became aware of an issue with one of surgical lights - volista. It was stated cover fell. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee on indicated the cover did not fell. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no cover detached from device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 5th september 2024 getinge became aware of an issue with one of surgical lights - volista. It was stated cover fell. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.